Event description:
It was reported that the patient had a syncopal episode in the past and the caller attributed it to t-wave oversensing (twos) related to the right ventricular (rv) lead. Adjustments were made however, the patient had another syncopal episode. The caller increased the refractory and capture on the rv lead was good. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).